Event description:
A male patient with a history of cad was admitted for angiography, which revealed a 95%, calcified lesion in the lad. A cypher select + 3.00x33mm was opened and prepped according to IFU. There were no anomalies noted on the packaging or pouch. It is not known if the hub was cracked prior to prep. The tech noted some mild difficulty attaching the catheter to the syringe during prep; however, they state that they did not over tighten the hub. The device was advanced to the target site and the stent was deployed; however, the balloon did not inflate. It was noted at that time, the hub was cracked. Therefore, the physician withdrew the device, along with the guiding catheter as a unit. A different catheter was used to successfully complete the procedure. There were no reported patient injuries.

Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.